Event description:
It was reported that the patient underwent a revision surgery involving their inflatable penile prosthesis (ipp) due to fluid loss. The fluid loss was the result of multiple tubing breaks found in the conceal reservoir component. The ipp failed to inflate due to the fluid loss. The previous reservoir was explanted and replaced with a new one. The explanted reservoir was returned for investigation.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required; complaints are monitored for escalation of systemic issues through the trending process.

Event description:
It was reported that the patient underwent a revision surgery involving their inflatable penile prosthesis (ipp) due to fluid loss. The fluid loss was the result of multiple tubing breaks found in the conceal reservoir component. The ipp failed to inflate due to the fluid loss. The previous reservoir was explanted and replaced with a new one. The explanted reservoir was returned for analysis.